Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, alteplase for acute ischemic stroke in the ed appeared grayed out in pyxis, with an alert stating problem with the ordered amount or amount units. The order appeared appropriate and behaved as expected and users were unable to remove the medication without overriding. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, alteplase for acute ischemic stroke in the ed appeared grayed out in pyxis, with an alert stating problem with the ordered amount or amount units. The order appeared appropriate and behaved as expected and users were unable to remove the medication without overriding. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) dialed into the application server pyxesappp219vm and confirmed that the remove order with undetermined dose option was enabled under facility settings. Tss requested the medication ID and ordered amount from the customer for further review, but no response was received. With the customer unresponsive, the case was closed.